Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
It was reported that a aristotle colossus guidewire stretched out during a procedure. The physician stated the wire was not at fault and the tortuosity of the patient affected the system in total and made the movement of the wire very tight when pulling it back. The patient was not harmed and the wire was removed successfully.